Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. The symptom ws confirmed through a review of the event history log. The distance from the upstream sensor to the upstream pusher was out of spec. The upstream sensor was replaced.